Manufacturer narrative:
A ge service rep performed an onsite investigation. The connections were repaired. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to boot up properly with a stable image. No report of pt injury.